Event description:
Follow up from the health care provider reported the impedances were checked and new batteries were replaced in the patient programmer. There were no malfunctions seen or cause of issue determined. No interventions taken or planned. The system was checked (B)(6) and everything was noted as fine. The patient and their spouse were educated on how to use the programmer.

Event description:
It was reported that the patient saw the doctor and ¿they tried to do an EKG but they never fully could.¿ it was noted that the reporter ¿did not think the stimulator got back on.¿ it was noted that the reporter was worried the EKG did something to the implantable neurostimulator.

Manufacturer narrative:
Product ID: 7436, serial# (B)(4), product type: programmer. Patient product ID: 7428, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 3389-40, lot# v004936, implanted: (B)(6) 2006, product type: lead. Product ID: 3389-40, lot# v004936 serial# implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).